Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely as it decreased from 35% to 13% in a year-period. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.